Manufacturer narrative:
The customer reported that the central nurses station (cns) had blank tiles and could not be used. It was determined by nk tech support that the central nurses station (cns) was not monitoring any devices. Nk tech support walked the biomed through the process of monitoring the devices, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) had blank tiles and could not be used. It was determined by nk tech support that the central nurses station (cns) was not monitoring any devices.